Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device remains implanted and patient is asymptomatic with no reported intervention. Internal imaging team identified the slight compression of the implanted device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a clinical study patient underwent an iliac branch endoprosthesis (ibe) procedure. During this procedure, endarterectomy was performed in left femoral artery, then a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the left external iliac artery. Next, two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted in the bilateral common iliac arteries. On december 17, 2025, gore imaging department reported an observation of a slight vbx device compression that was implanted in the patient's right common iliac artery. The study site did not report any interventions related to this observation and patient appears to be asymptomatic.